Event description:
New information received notes that the lead was explanted and replaced.

Event description:
It was reported that during a routine follow up, several noise episodes were noted on the ventricular channel. Lead replacement is planned. The patient's condition is unknown